Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the cause of the discordant, falsely elevated albumin results is user error. The operator ran patient samples while the albumin quality controls were out of range high. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated albumin results were obtained on three patient samples on an immulite 2000 xpi instrument. The customer ran the samples in duplicate while performing a lot-to-lot correlation, and the results were lower than the results of their initial run. The customer discovered that the quality controls for albumin had been out of range high the day of the discordant results. It is unknown if the discordant results were reported to the physician(s). The samples were then rerun in duplicate on an alternate instrument to confirm the correct results. It is unknown if corrected reports were sent to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant albumin results.